Event description:
I had an open MRI ( I believe airis brand) that was supposed be of my knee, but my body, up to about my armpits, was under it. The tech gave me magazines that I tried looking at while holding them just past the edge, but I was concerned that I might move and didn't read that long; my arms were tingling like the rest of me. I didn't know where I should put my arms. I asked if I could relax them and she said it was safe as it wasn't radiation. I put my hands to my sides for only a few minutes before they began hurting, so I removed them and folded them over my shoulders. I also felt pain in my hips and my other knee (which was also propped up like the one to be evaluated). My feet and toes were feeling odd too, but my face and left eye began feeling intensely uncomfortable. I called the tech in and she said I had only 3 minutes and what I was feeling was probably the way my neck was positioned. I allowed 3 additional minutes and the pain became intense. When I got to my car, I noticed that side of my face was red. Also, my arms and hands were all splotchy and it made them look dehydrated. The pain was so intense on friday that it was difficult to sleep. Now, 3 days later, my left eye and that side of my face through the top of my skull are still painful and feel wrong. There is still slight redness in various places and my ankles and arms are not right either. I have since read that to touch any body parts together increases exposure, but I suspect they have their settings too high as I feel like I've been cooked.